Event description:
Kimberly-clark received a report stating, "during a cornea replacement surgery the physician observed bluish/green fibers on the cornea, he removed from the patient, under the microscope. The staff immediately pulled all blue items from the field which included the kc 500 (68124) sterilization wrap." The procedure was completed without incident. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
A lot number was not provided, so the device history record associated with the sterilization wrap device referenced in this report could not be reviewed. For reference, the sterilization wrap referenced in this report is blue to light blue in color. Additionally, the referenced device was not returned to kimberly-clark for analysis, and the fibers referenced in the report were also not available for analysis. Based on the limited information available, the origin of the reported bluish-green fibers could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.